Event description:
It was reported that there was a periprosthetic fracture of the proximal femur. Open reduction and internal fixation with dall miles cables and new femoral component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. Medical records received and evaluation. A medical review was performed and concluded: " there is no examination of the explanted components and no description of the incident leading to the fracture one week post-surgery in this elderly female patient. The possibility of a progression of an unrecognized, undisplaced intra-operative fracture, which displaced one week later, cannot be ruled out. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed and the event was confirmed. A medical review was performed based on the available information and concluded that there was no evidence of a device related issue. Return of the device is however needed to fully investigate the event.

Event description:
It was reported that there was a periprosthetic fracture of the proximal femur. Open reduction and internal fixation with dall miles cables and new femoral component.